Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Correction made to health impact code.

Event description:
Patient underwent left and right atrial fibrillation/atrial tachycardia ablation procedure on (B)(6) 2023. Patient presented to the hospital on (B)(6) 2023 with symptoms of meningitis and sepsis. Examination diagnosed a fistula from the left atrium to the esophagus. A stent was surgically placed and the patient is in the ICU under general anesthesia. There were no reported performance issues with any abbott device.

Event description:
Updated report needed to correct device model number.